Manufacturer narrative:
The "electrocuting" statement reported did not cause a severe injury or death, so should have been considered a report of shock because it was a non-severe electrocution sensation. Therefore, the event should not have been reported as a serious injury and only as a malfunction, so the following corrections to this report were made: b2: corrected this section to have no boxes checked since there was no outcome attributed to adverse event h1: corrected this section to reportable for malfunction instead of serious injury. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v208750, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient needed the names of hcps (healthcare providers) that handle neurostimulator. She has had it cut off for over a year now. The patient had to have it so high it hurt, in the meantime, she was having such an incontinent problem. In (B)(6), she took a leap off a step ladder and hit her head. They did a CT and found a tumor on her pituitary. Healthcare provider said she could not have an MRI but they worked it out for head only coil. She thought since it's not working having a lot of trouble with her back and she cannot have MRI on her back now need to find someone to take it out. She was thinking that lead has moved. When she was having the other tests she thought she better prove to herself it was off. She turned it back on then off again, when it was on, it felt like it was electrocuting her butt. When she first had to have these other mris, she turned it on to make sure it was turned off. She had it off since then. Healthcare provider was going to go ahead and remove it, found out she could get a head MRI and then cancelled . The patient reports an overstimulation sensation and a loss of therapeutic effect. It did seem to help in the beginning. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.